Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 12x3.00mm, concentric shaped, de-novo target lesion was located in the mildly tortuous and severely calcified mid to proximal right coronary artery (rca). The lesion was not pre-dilated. A 16x3.00mm synergy¿ drug eluting stent was advanced to treat the lesion but was dislodged from the balloon before the stent was inflated. A 1.5 x 15 emerge balloon catheter was advanced to dilate the non-deployed dislodged stent which was followed by a 2.5 x 8 emerge balloon catheter. A 3.5 x 8 quantum apex balloon catheter was also selected to ensure well apposition of the stent onto the target lesion and the procedure was completed. No further patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).